Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply. Device remains implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and an afx vela suprarenal. Approximately six (6) years post initial procedure a type ia endoleak was identified at routine follow-up. Reintervention was completed with implant of an additional afx vela suprarenal successfully sealing the type ia endoleak. Reportedly, the patient is doing well.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and an afx vela suprarenal. Approximately six (6) years post initial procedure a type ia endoleak was identified at routine follow-up. Reintervention was completed with implant of an additional afx vela suprarenal successfully sealing the type ia endoleak. Reportedly, the patient is doing well. Additional information: clinical evaluation shows that that there was evidence to reasonably suggest sac growth of 12.1mm occurred that was not included in the event as reported.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the persistent type ia endoleak and additional endovascular procedure complaints are confirmed. This consistent with the reported adverse event/incident. Additionally, the clinical evaluation also shows that there was evidence to reasonably suggest sac growth of 12.1mm occurred that was not included in the event as reported. The operative note of the intervention procedure stated that the type ia endoleak was 95% controlled, but there remained a slip wisp of contrast at the conclusion of the procedure. The most likely causation for the reported event user related due to the aortic neck length being off- label at 5mm. The neck should be greater than or equal to 15mm. The final patient status was discharged on the first post operative day home independent following the additional endovascular procedure no additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: b5: describe event or problem - updated g3: date received by manufacturer - updated h6: investigation finding codes: remove code 3233 h6: investigation conclusion codes: remove code 11.